Event description:
It was reported that a spectrum pump alarmed upstream occlusion when no occlusion was present. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false upstream occlusion alarms caused by low ultrasonic readings which makes the pump more sensitive to occlusion and air in line alarms. The failed upstream sensor was replaced.